Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped and unattached in both the middle and bottom right sections. The door latch was difficult to operate. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a torn downstream occlusion (dso) seal and a separating upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.